Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that he wanted to document his high blood glucose of 700 mg/dl. He was recently admitted to the hospital for 1 night with diabetic ketoacidosis. Customer indicated that high blood glucose may be due to moisture in the pump. Customer declined to troubleshoot for high blood glucose or moisture in pump but stated that he may call back in the future. No further information was given.